Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the surgeon was able to press the green safety button, however the handle could not be squeezed and therefore the device was not able to fire. Another reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full complement of staples and was received with the lock ring rotated out of position. Functionally, the lock ring was rotated into the correct position. The reload was loaded into a representative instrument. The reload was applied to test media, all staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur if the lock ring is inadvertently moved out of position during handling of the reload; however, it cannot be established when this may have occurred. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.